Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during routine inspection by customer. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and "all led of front panel glowing" new reportable malfunction was found. Based on the results of the investigation and the information provided, it was presumed that "all led of front panel glowing" occurred because image was not displayed due to printed circuit board failure. Olympus will continue to monitor field performance for this device.